Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented at a follow-up in clinic. Upon reviewing stored electrograms, the right ventricular lead exhibited intermittent oversensing that was binned as a high ventricular rate. Programming changes were made. The patient was in stable condition.